Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the quik-combo defibrillation therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed cable assembly was further evaluated in the failure analysis center. It was observed that the relief boot was folded back and there appeared to be soot within the boot as a result of the reported arcing. It was observed that pins 1 and 4 are open due to the internal electrical wires being severed.

Manufacturer narrative:
UDI = (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a recent patient event medical personnel attempted to shock the patient and observed a "flash" where the physio-brand defibrillation electrodes connect to the device's therapy cable. Additionally, the device showed an "abnormal shock delivery" message. The device, defibrillation electrodes and therapy cable were removed from the patient and a backup unit was obtained to continue patient care. There were no adverse effects to the patient. The patient survived the event. The customer further advised that there did not appear to be any discoloration on the defibrillation electrodes; however, there was a noticeable odor referred to by the customer as a "burning smell."